Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The device was tested on the bench and on the automated test system; no device anomaly was detected. An x-ray inspection detected no anomaly. The reported complaint was not reproduced during testing. The cause of the field anomaly was not determined.

Event description:
It was reported that ventricular oversensing and loss of pacing was found via review of strips. (B)(6) later crosstalk and pauses were seen. The device was explanted and replaced.